Event description:
Found during testing. According to the reporter, the device will not turn on when the on button is pressed. No pt involvement report with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up when the on button was pressed. Physio replaced the main keypad, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.